Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# unknown, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had an issue with their soletra and a hot tube. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient name and the physician name were unknown. The rep was contacted about a max body temperature for their battery, as they just purchased a hot tub.